Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Contraindications for flap procedure include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. The treatment from the laser produces bubbles as a natural byproduct. System parameters can influence the amount of bubbles produced, usually increasing proportionally to the number of treatment points and energy. Patient anatomy can also effect the creation and diffusion of the bubbles. These bubbles could further influence the subsequent treatment of the laser system. The bubbles have the ability to diffract laser light or block the light from reaching the targeted areas. The amount of time it takes for the bubbles to diffuse and create a clear view for the surgeon varies per case. There were no images of the optical coherence tomography (oct) scans or system settings provided for clinical review. The system met specifications at the time of release. Based on information obtained, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that during a laser-assisted flap cut, bubbles were seen through the microscope at the edge of the horizontal bed cut. After completing the cut, the ophthalmologist noticed that it was incomplete in a small area. The ophthalmologist decided to complete the subsequent laser treatment. The inner surface of the flap was protected with a triangle shape during ablation. The event was reported as resolved with no patient harm.